Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to dissatisfaction with the device battery. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that this device will not be returned as the hospital attained the device to give to the patient.